Event description:
It was reported to depuy acromed that skull pins backed out of the skull of a pt. It was also reported that the patient had a sloping skull which may have contributed to the pins backing out. The pins had to be removed and another halo and pins were applied. A dimensional analysis was performed and all the returned skull pins conformed to specifications. The most likely cause of the event is poor bone interface during intial tightening of the skull pins. If the skull pins are not positioned correctly, adequate tightening to support the halo construct may not be achieved, and movement could occur. It was also reported by the complainant that the patient had a slopping skull, which could also be a contributing factor to poor bone interface during initial tightening. It is recommended that follow-up tightening of the pins occur regularly to ensure stability to the halo. No further action is required.